Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding patient's neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that they had no therapeutic benefit since implant. Patient did have reprogramming sessions. The ins was removed in (B)(6) 2018. Location of the symptoms was lower back and legs. Patient did not intend to follow up with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was unsure of the cause of the lack of therapeutic effect since implant. There was reprogramming done with a manufacturer representative to try to resolve the issue. The hcp said they did not perform the explant of the ins. No further complications were reported/anticipated.